Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was broken/fractured. The stent was deformed. The sdw was noted to be kinked/bent at the distal end. The sdw distal tip was stretched. Functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events of 'stent deformed' and 'stent broken/fractured during use' were confirmed. The reported event of 'stent dislodged/migrated' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'relatively tortuous'. It was reported that 'after the stent was delivered to the target location, the physician began to deploy it. Once the stent was deployed at the opening of the aneurysm, the entire system became unstable, with the long sheath pulling the intermediate catheter downward, causing the stent to shift and slide as well, failing to cover the aneurysm. The physician retracted the stent using the intermediate catheter and withdrew it from the body, finding that the stent had severely deformed and fractured. Subsequently, the physician redelivered the microcatheter to the target location and replaced it with a new 3.0x15 stent for the procedure. However, during the process of pushing this stent through the same microcatheter, significant resistance was encountered. After multiple attempts by the physician, the stent was inadvertently partially deployed at the hub of the microcatheter. Ultimately, the physician withdrew the stent system and fully deployed it outside the body, then successfully completed the procedure using a new stent and a new microcatheter'. In the good faith efforts follow-up replies, the user confirmed that the system became unstable due to the tortuosity of the patient. The stent was returned for analysis in a deployed condition and in 2 separate pieces. In addition to being broken/fragmented, the stent was also severely deformed. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was also returned and was kinked/bent towards the distal end of the wire. It was also deformed (stretched) towards the distal end. Based on the fact that the stent was advanced to the distal end of the microcatheter before any issues were initially reported by the user, it is likely that the introducer sheath was correctly positioned inside the microcatheter hub. This suggests that initial stent transfer was successful. When the user became aware that the stent system was unstable, the stent had already been partially deployed. It is unclear how much of the stent had been deployed. The dfu advises that, in general, the safest course of action is to continue to fully deploy the stent, and a second stent should then be repositioned to fully cover the aneurysm neck. That procedure was not followed on this occasion and the user selected to retract the partially deployed stent out of the patient's anatomy. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'stent deformed', 'stent broken/fractured during use' and 'stent dislodged/migrated' and analyzed events of 'stent deformed, stent broken/fractured during use, sdw kinked/bent, sdw deformed' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors and/or anatomical factors during stent advancement/deployment.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the subject device was delivered to the location and started to deploy the system became unstable pulling the intermediate catheter downward that led to the sliding of the subject device from target location. The physician retracted the subject device within the intermediate catheter and removed it from the patient's body. The subject device was noted to be deformed and fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, when the subject device was delivered to the location and started to deploy the system became unstable pulling the intermediate catheter downward that led to the sliding of the subject device from target location. The physician retracted the subject device within the intermediate catheter and removed it from the patient's body. The subject device was noted to be deformed and fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient.